Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the lot number is not available.

Event description:
Patient was revised to address pain, subsidence, polywear and tibial loosening at the cement/implant interface. The cement manufacturer is unknown.

Manufacturer narrative:
No device associated with this report was received for examination. Patient x-rays were provided for review. The reported polyethylene wear could not be confirmed based on the x-ray review; however, polyethylene wear after approximately twenty years in vivo is not unexpected. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code was not provided. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specification at the time it was released for distribution. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.